Event description:
A report was received that a pt was experiencing difficulty charging. Due to the location of the ipg, the pocket may have become too shallow and the pt is having a difficult time reaching the location for charging. The bsn sales representative was unable to establish communication with the ipg despite charging in multiple cycles. The ipg was explanted and a new ipg was implanted. The pt is reportedly doing well.